Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed no evidence of a rewind issue. During testing, the ez-prime steps were performed correctly; the rewind step completed successfully with no rewind issue or alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the motor flex/assembly. No debris was found in the cartridge compartment. The complaint of a motor rewind issue was not be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.